Event description:
It was reported that during an esophagus procedure, some staples did not fire. The needed to us a second stapler. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). : batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the guide face view with six unformed staples noted on the guide face and some staples can be seen protruding. In addition, the trocar can be seen extended. The condition of the unformed staples indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/08/2022. D4: batch # 197a38. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh33a device arrived with no apparent damage, with 5 unformed protruding staples in the pockets, and an anvil detached inside of a plastic bag with an anvil half washer. The device was reloaded with staples and tested with a test washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. No conclusion could be reached as to how the washer was cut without the instrument deploying totally the remained staples, it is possible that the returned anvil does not belong to the returned device. Since anvils are interchangeable with the same product due to the design. The event reported was confirmed and it is related to improper use of the device. The condition of the unformed staples indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.